Manufacturer narrative:
The associated complaint device was returned and evaluated. The returned components were examined visually no destructive analysis was performed. Scratches, burnishing, and discoloration were observed on the articular surfaces of the tibial insert. The discoloration is most likely attributed to lipid absorption. The post of the insert was fractured and experienced damage, deformation, and burnishing. No material or manufacturing deviations were discovered in this investigation. A clinical evaluation was conducted and this case reports that revision surgery was performed due to a breakage of the legion ps high flex polyethylene insert. During the procedure, the broken legion ps high flex polyethylene insert was exchanged to a legion ps poly. No clinical supporting documents were provided to confirm the reported issue or to determine the root cause and patient impact of this reported occurrence. However, the patient may experience possible pain or brief post-op rehab. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to exchange a legion ps high flex poly to a legion ps poly because the implant broke.